Event description:
The patient had evidence of osteolysis behind the competitor cup and proximal femur and the cause is unknown. At about 17 years and 1 month post primary the surgeon revised the competitor cup and liner, revised the Medacta head, and added a sleeve. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 July 2026: Lot 090002: (b)(4) items manufactured and released on 06-Mar-2009. Expiration date: 31-Jan-2014. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause: Based on the information available, the cause of the reported osteolysis cannot be definitively established. The osteolysis was observed behind the competitor acetabular cup and in the proximal femur, while no specific issue involving the Medacta components was reported. The available investigation does not indicate that a Medacta device-related issue caused or contributed to the event.